Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced redness and swelling. It was noted the patient was lying on her side. It was also noted this was considered a new observation. The patient was advised to go to the emergency room or to get a hold of her normal physician. Further information was provided, that the patient was seen in the office on (B)(6) 2016 and was prescribed antibiotics, which indicated a potential infection. As of (B)(6) 2016, the patient's redness was improving/resolving. No additional adverse patient effects were reported. This right ventricular (rv) lead remains in service.